Event description:
Drug/diluent: unk. Fill volume: 264 ml. Flow rate: 5 ml/hr. Procedure; chemotherapy. Cathpalce: na. Fast flow, the infusion finished 5 hr 15 minutes early. Ansm report #: (B)(6). Infusion start: (B)(6) 2012 13 h 15 (1:15 pm). Infusion end: (B)(6) 2012 8h (8:00 am). (B)(6).

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Conclusions: it was reported that the pump was filled to 264 ml, according to the dfu (directions for use) this device was undefiled, minimum fill volume is 270ml. I-flow provides a "caution" on it's dfu (easypump lt-1303046g) which states the following: cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. A follow-up report will be filed when the investigation has been completed.